Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of over 400 mg/dl. Symptoms that were reported at the time of the incident included none. The customer did not treat for high blood glucose. The customer reported having flow blocked alarm. Troubleshooting for flow block alarm was provided and fixed. The insulin pump will not return for analysis. It was not mentioned if the auto mode feature was in use.